Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol ventralex st patch on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against ventralex st patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2019 - patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent open repair with the implant of ventralex st mesh. Per operative notes, "the sac was excised and hernia contents were reduced. A separate hernia was noted at inferior and superior portions of previously placed mesh. The mesh was excised. A ventralex st mesh was placed and sutured." (Notes, the mesh explanted during this procedure is unknown). (B)(6) 2019 - patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent laparoscopic repair with the implant of synthetic mesh and lysis of adhesions. Per operative notes, "the hernia was dissected circumferentially. A synthetic mesh was placed, sutured and tacked." (Note: there was no mention/visualization of the previously placed ventralex st during this procedure). (B)(6) 2020 - patient was diagnosed with recurrent incarcerated ventral hernia thereby underwent open repair with the removal of ventralex st mesh. Per operative notes, "the ventralex st mesh was removed completely".

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2019) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol ventralex st patch on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against ventralex st patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.